Event description:
It was reported that blade detachment occurred. The 90% stenosed target lesion was located in the mildly calcified mildly tortuous radial cephalic vein. A 2cm peripheral cutting balloon was selected for use. During the procedure, when attempting to remove the device from the sheath, resistance was encountered. The device was reinserted into the blood vessel and dilated again at low pressure prior to removal. Upon inspection outside the body, one blade was found missing. Ultrasound examination confirmed that the detached blade fragment remained inside the blood vessel, indicating that the blade may have become caught in the sheath during device removal. The blade was subsequently removed via surgery. The procedure was completed successfully without patient complications. The patient condition was stable following the procedure as a result of this event.